Event description:
While using an at home, cvs brand covid test kit, I noticed that the expiration date and lot number on the outside package were different from the lot number and expiration on the inner packaging. The outer packaging (box) shows lot f41969 with an expiration of 2023-09-16. The inner packaging shows lot n2i0701 and expiration of 2021-09-08. No lab tests were done. Report is for an at home covid test.